Manufacturer narrative:
Although it is unknown which of the devices led to the event, we are filing this report for notification purposes. Following devices were involved: part# , lot#, qty, 510k#, upn; 55840007545, unk, 2, k113174, (B)(4); 55840007550, unk, 4, k113174, (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent posterior lateral interbody fusion surgery using o-arm and stealth at l4-s1. Reportedly, post-op, the patient developed radiculopathy. There was no malfunction with the implant itself or the instruments used when implanting the product.